Event description:
A healthcare facility in (B)(4) reported that the gas inlet port on an rd900 neopuff infant resuscitator requires replacement. The complaint was unable to provide information regarding the reason for repair. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.